Event description:
It was reported that the patient alert was triggered for right ventricular (rv) lead impedance less than 200ohms. Rv lead insulation breach suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.